Event description:
Caller tested at 505 mg/dl and he took his insulin. He reports that an hour later he felt shaky and was unable to speak, but tested over 500 mg/dl. He state he then tested on a different device at 57 mg/dl and drank juice, ate food. No quality controls were use. Requested return of supsect device and replacement was sent.